Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent cartridge alarms (cartridge alarm 1), occlusion alarms, and inaccurate pump fill estimates occurred. There was no impact to customer's blood glucose. Reportedly, the supplies were changed to address the event and insulin delivery was resumed.